Event description:
Pulmonetic systems, inc. Received the following report: unit was being used as a back-up. Caregiver attempted to power on. Unit would not turn on while on ac or dc power. Unit was not on a patient.